Manufacturer narrative:
Product investigation for the receiver concluded insufficient soldering of u1 on the user interface board (usb) due to improper solder mask on the printed circuit board. Review of the log file also confirmed hardware error code failure.

Event description:
Patient contacted dexcom to report hardware error icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported hardware error.